Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot #: j0348756v, implanted: (B)(6) 2003, explanted: (B)(6) 2011, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 28-oct-2007, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Patient stated she had implant replaced for leads not functioning properly or batteries dying. Patient stated she walks funny regularly, so she has had leads that have popped out of place. Patient stated her symptoms returned and stim was uncomfortable. They had to replaced implant and lead. There were no further symptoms or complications reported or anticipate.